Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, an adverse event occurred. The patient's mother stated the patient experienced a hypoglycemic event and collapsed. She stated this occurred due to the patient not being able to use the system because they could not pair the transmitter. The patient was transferred to the hospital via ambulance and had their blood glucose and insulin values checked. Additional treatment for hypoglycemia is unknown. A computerized tomography scan was performed to check for a head injury; however, the results of the images were not provided. At the time of contact, the patient stated he felt better but had pain in his shoulder. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.